Event description:
It was reported that 50 bd ultra-fine¿ syringes experienced foreign matter within the fluid path. The following information was provided by the initial reporter: a contamination of some sort has been seen in the syringes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photo provided. The customer returned an image of 31gx6mm syringe. The customer reported contamination of some sort. The image was examined, and it was observed to have some sort of dirt (black spots) all over the blister packs, however the foreign matter is unknown without the physical sample. A review of the device history record was completed for batch# 1018717. All inspections were performed per the applicable operations qc specifications. Based on the photo received, embecta was able to confirm the customer¿s indicated failure of foreign matter in blisterpack. Probable root cause: probable causes for the fm located on the syringe and inside the blisterpak: 1. An l2l dispatch was generated for printer ink issues. The printer ink cartridge was replaced due to low ink but would not install properly. Upon further investigation it was noted that built up ink debris was in the slot that the ink cartridge fits into. 2. When the blisterpak operation is in idle for an excessive amount of time, the ink will build up on the charge plate, ink nozzle and/or print head. 3. Both incidents of ink build up requires to be cleaned. The ink cartridge devise is located above the open blister pockets where the syringes are nested in the pockets prior to the top web sealing the blisters. Both conditions allow the potential for ink or debris to come into contact with the open blisters or syringes.

Event description:
It was reported that 50 bd ultra-fine¿ syringes experienced foreign matter within the fluid path. The following information was provided by the initial reporter: a contamination of some sort has been seen in the syringes.